Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, dyspnea upon extortion and did not feel well. It was noted there may be a problem with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.